Manufacturer narrative:
The overall condition of the unit evaluated, indicated that aggressive use was the most likely cause of the reported detached teflon pad.

Event description:
During the procedure, the teflon pad detached from the distal tip of the device. It was retrieved from the patient. There was no serious injury reported.